Manufacturer narrative:
The device was evaluated. The reported event was confirmed. The assembly appears used with signs of heavy ingress and a displaced right ball bearing seal. The failure mode is probable to happen if the user runs the syringe driver without syringes. The syringe driver is designed to be operational while the syringes are assembled on it and running it without syringes could likely cause this failure mode to happen. This is likely due to user error.

Event description:
It was reported that, the device user (du) reached out with a concern about the infusion driver. The device was in preparation mode. Du was attempting to prime the infusion line, however, when he manually spun the black knob the bottom of the infusion driver was not moving up and medications were not being infused. Troubleshooting was completed, but the issue remained unresolved. Cs educated du that the rate of infusion for the infusion medications is 1 milliliter per hour. Du stated that he would try using an external medication infuser or manually administer medications throughout the perfusion at this rate. No other problems were reported.